Event description:
It was reported that this patient expired on (B)(6), 2024. Cardiopulmonary resuscitation (CPR) was performed by the patient's mother and was not successful. It was noted that she felt a shock from the device during the CPR. The implantable cardioverter defibrillator (ICD) was explanted and retained by the facility. The physician was concerned that the ICD had undersensed the patient's ventricular fibrillation (vf) and there was a subsequent delay in therapy. There was also reported to be noise (details unknown). Review of the device data demonstrated multiple recorded episodes with therapy delivery (largely anti-tachycardia pacing and one episode contained two shocks) on the day of death. There was also a measurement of right ventricular pace impedance greater than 3,000 ohms and shock impedance greater than 200 ohms for which the signal artifact monitor of the ICD disabled the respiratory sensor. It was unclear whether these measurements occurred before or after the patient's death. Technical services review and analysis of the device events is currently in-progress. The patient's history included a massive infarction 2-3 weeks prior, large apical clot, scarred apical region, and an ejection fraction of 10-15%.

Event description:
It was reported that this patient expired on (B)(6) 2024. Cardiopulmonary resuscitation (CPR) was performed by the patient's mother and was not successful. It was noted that she felt a shock from the device during the CPR. The implantable cardioverter defibrillator (ICD) was explanted and retained by the facility. The physician was concerned that the ICD had undersensed the patient's ventricular fibrillation (vf) and there was a subsequent delay in therapy. There was also reported to be noise (details unknown). Review of the device data demonstrated multiple recorded episodes with therapy delivery (largely anti-tachycardia pacing and one episode contained two shocks) on the day of death. There was also a measurement of right ventricular (rv) pace impedance greater than 3,000 ohms and shock impedance greater than 200 ohms for which the signal artifact monitor of the ICD disabled the respiratory sensor. It was unclear whether these measurements occurred before or after the patient's death. The patient's history included a massive infarction 2-3 weeks prior, large apical clot, scarred apical region, and an ejection fraction of 10-15%. The episode available for review by technical services (v-12) suggested an ongoing arrhythmia and the shock channel was suggestive of an agonal rhythm consistent with a dying heart. The rv rate sense channel demonstrated sensing of discreet signals, with some undersensing observed due to variable amplitude (big/small signals) as well as functional undersensing whereby the automatic gain control hadn't decayed to the level of the signal. There was no evidence of any recorded abnormal faults or resets. Subsequent engineering review determined that the device was operating as designed and programmed.